Event description:
Reportable based on analysis completed on 10/30/2009. It was reported that during a coronary drug-eluting stenting treatment procedure, crossing difficulties were encountered. The 90% stenosed lesion was located in the moderately tortuous and moderately calcified posterior descending artery (pda). The 2.50x20mm taxus liberte stent delivery system (sds) could not cross the lesion. The procedure was completed with a plain old balloon angioplasty (poba). There were no patient complications and the patient condition was listed as "good". However, returned product analysis revealed a break in the midshaft.

Manufacturer narrative:
(B)(6). A visual and microscopic examination of the returned device revealed a break in the midshaft approximately 11.2cm from the exit port. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the inflation lumen, indicating that the device was used in vivo. A visual and microscopic examination of the crimped stent found no issues. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/ procedural factors. (B)(4).